Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a 41 cm (16") pur bifuse clear/yellow add-on set w/microclave®, dry spike adapter, 10 units. It was reported that when inserting the tip of the tubing into the chemotherapy tree connection, the spike of the tubing broke in two pieces. There was no leakage noted. There was a 10 minute delay in therapy, and a need to use a second tubing. There was no unprotected chemotherapy exposure or blood loss reported. There was patient involvement, however no report of patient harm.